Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It has been reported that the ventilator evita 4 switched off automatically after approx. 25 to 30 minutes on the patient and then switched on again automatically. The staff was in the room at the time of the incident and heard a loud sound as it can be heard when the unit is turned on. The device was then replaced by the user.no patient injury has been reported.

Manufacturer narrative:
To investigate the reported behavior of the evita 4 (production date in (B)(6) 1998), the logbook was analyzed. The device has 90641 operating hours and since the last reset of the error log 12191 operating hours ago no device errors are stored. The described warmstart could be confirmed on (B)(6) 2018 at 4:42 pm. In the event of a warmstart, the evita opens the airway system to allow for spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the parameters set by the user. The device was subjected to continuous operation for 3 weeks and tested according to the manufacturer's instructions. During those tests no deviations from the specification were found. Based on the analysis, the most likely cause of the warmstarts is an external disturbance due to electrostatic or electromagnetic effects above the immunity levels according to iec 60601-1-2, which were valid at the time of device sale. The device has met the specifications during testing and can be used again in the hospital. The device has behaved according to specification to this situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.